Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. After the guide wire crossed the lesion, a 3.0mmx30mmx143cm coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was completely removed by simply pulling from the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.